Event description:
Hospital advised that this administration set was set up to infuse levophed on a medley pumping module. After the levophed had infused for several hours, the levophed drip was stopped. The nurse caring for the patient noticed the patient was hypotensive so restarted the drip. The pumping module alarmed and displayed channel error. The user switched out the module three times and the same error occurred each time user restarted the infusion. On the fourth module, the nurse replaced the tubing and successfully restarted the levophed infusion. Patient remained hypotensive and blood pressure decreased into the "40s". The user administered fluids to the patient to address this problem. Hospital stated this appeared to be due to the tubing sticking together in the silastic tubing segment.